Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect magnesium, list 03p68-32, abbott gmbh, wiesbaden, germany to the architect c16000 processing module, list 03l77-01, abbott laboratories, irving, texas, USA. MDR number 3016438761-2026-00138-00 has been submitted, and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c16000 processing module for one 3 day old female patient. The sample was repeated with a lower result. The following data was provided: sid (B)(6) initial test 2.60 mmol/l, retest 0.98 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c16000 processing module for one patient. The sample was repeated with a lower result. The following data was provided: initial test 2.60 mmol/l, retest 0.98 mmol/l there was no reported impact to patient management.